Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk.

Event description:
It was reported that the pump was flipped and it was confirmed. It was indicated that the pump was empty and the patient cannot have surgery for six months until she has medicare. It was indicated that the reservoir volume was updated so the pump would not alarm. Per caller they tried to flip it back thru the skin and could not do it. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).